Event description:
The manufacturer received information from the patient's wife, to see what they could do for the els because they threw away the device. Patient passed away and patient's wife wanted to know if they are still eligible. The customer representative explained since the device was discarded, it would be marked as discarded in philips system and they are not eligible for device return award. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.